Manufacturer narrative:
The pump passed the functional testing, including the unexpected restart, self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected restart or destructive ram test failed, or low suspend alarms were noted. The pump functioned properly and no physical damage was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received ram test failed, unexpected restart alarm, history check failed alarm and external ram error alarm. The customer's blood glucose was 52 mg/dl at the time of call. The customer's blood glucose was 88 mg/dl at the end of call. The customer stated that they over treated with manual injection. The customer stated that they treated the low blood glucose with food. The customer stated that the ram test failed recurred during troubleshooting. The insulin pump will be returned for analysis.